Manufacturer narrative:
Results and conclusion: (device is not indicated for use in arteries above the aortic arch). No results available since no evaluation was performed. (Stent deformation most likely related to use of device in non-intended lesion). No device received for evaluation. (B)(4).

Event description:
Physician was using a scuba co-cr peripheral bare metal stent to treat a lesion in the right subclavian artery reported to exhibit 60% stenosis with calcification. No abnormalities were noted during preparation or inspection of the scuba device prior to use. No difficulties were reported during implant and patient condition was good. Later, the patient developed pain. MRI examination revealed the stent was broken in the patient (middle of the stent was damaged). Approximately 7 days post the procedure the patient underwent reoperation for removal of stent. Balloon dilatation was performed for the lesion. The patient has been discharged and outcome of the patient is good now. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary)¿